Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that on (B)(6) 2018, she experienced severe vomiting, fever and chills and went to urgent care on (B)(6) 2018, at which point she was prescribed antibiotics. In further follow up with a complaint handler on 05/10/18, that customer indicated that the mastitis was resolved and that she had not tried the replacement pump, as she went back to using the competitor hospital grade pump. She also indicated that she was pumping to feed twins. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was not expressing the same amount of milk with her pump in style breast pump as she was with a competitor's hospital grade pump, which she was just transitioning from. She alleged that, as a result, she turned the pump in style onto a higher vacuum setting, which caused her pain. She indicated that she is a nurse who works with medela pumps frequently and was using the correct size breast shields and cleaning her breast pump accessories.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 06/05/2018, and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. [(B)(4)].